Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, while on intestinal anastomosis, the loading was not fired. The loading was replaced by another reload. There was no patient injury.